Event description:
After 38 months of implantation, this ICD was explanted because the pt was receiving multiple therapies. Because the facility was notified that this ICD is a suspect device for over-sensing, the physician believed some of the therapies may be inappropriate. The facility was notified by a letter, which is attached.